Event description:
It was reported that during a t12-l5 posterior lumbar interbody fusion, the surgeon was introducing the rod with the rod introducer pliers ((B)(4)) and the pliers sheared off where the hook positioner attached to the pliers. During the process, five collars ((B)(4)) became bent due to the broken rod introducer pliers. The surgeon used another rod introducer pliers and was able to seat the collars with no problems. Surgeon inserted the nut ((B)(4)) and during final tightening, both nuts would not tighten down and kept turning. Surgeon backed out the nut and screw and replaced it to complete the procedure with no further problems, and no adverse effect to the patient. Procedure was extended by approximately 45 minutes. This is report 2 of 5 for this event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated (B)(4) 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The manufacturing evaluation showed that the damage on the thread near the front and on the edges of the twelve points of the nut. The anodize finish has been removed from that section of the thread and the damage area. This is not manufacturing related issue. Because of the return condition of the nut, not all relevant features can be verified; therefore it is concluded that this complaint is indeterminate. (B)(4)

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.

Event description:
This is report 5 of 5 for file (B)(4). This report is for the two nuts that would not tighten down and kept turning during final tightening.